Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the egv was low on the tandem pump display device. It was not mentioned whether the patient experienced symptoms at that time. The patient did not check the bg at that time. The patient self-treated with an emergency injectable medication. An unspecified time after self-treatment, he started feeling sick, generally sick. The patient knew something was wrong and eventually threw up every hour. Every time he took a sip of water, he threw up. He did not eat anything. He went to ER, accompanied by his wife. The egv at that time was not documented. He was given IV insulin and a couple bags of water since he was severely dehydrated. According to the patient, his bg reading was 798 mg/dl and he did not provide cgm value at that moment. The patient spent 2.5 days in ICU for hyperglycemia and dehydration. Then they put him on home care program for 2.5 days. The patient was feeling fine during time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.